Event description:
On (B) (6), 2010, this patient was implanted with gore excluder endoprostheses. On (B) (6), 2010 a computed tomography scan revealed a distal type I endoleak. On (B) (6), 2010, a reintervention occurred whereby a pxc161000 was implanted to treat the endoleak. The endoleak was resolved.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted: pxc161000 / 06620958; pxc121200 / 7347459.